Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier was not able to lock the clips in place. The surgeon adjusted and made sure there was no extra tissue in there. The procedure was completed as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The large hem-o-lok clip applier instrument was analyzed and during the visual inspection, input disk #6 was found to be broken and completely detached from the base causing issue reported by the customer. The missing wheel was returned with the instrument. Other backend components adjacent to the broken input did not show damage. The complaint was confirmed by failure analysis.